Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, noise resulting in automated mode switch episodes was observed on the atrial lead. No patient symptoms were reported. The patient would be monitored.

Event description:
New information received states atrial lead noise was again observed on the electrogram. The physician decided not to complete any changes or any other resolution. Noise was reproducible with isometric movements. The patient condition is stable.